Manufacturer narrative:
Zimvie complaint: (B)(4). Additional: 510(k) numbers are: k011028 and k013227.

Event description:
It was reported that in (B)(6) 2021, the patient went to the doctor because of the missing sixth tooth in the lower right. After the examination, a dental implant surgery was performed, and an implant was implanted. The initial stage of planting was stable. A month later the wound abscessed. When patient came to the hospital to check and found allergies, the implant was removed, and the wound was disinfected. Tooth site #46 (fdi).

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (63872523). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3360) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63872523) for similar events and no other complaint was identified. Functional testing could not be performed for the reported failure/event (allergic reaction). Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is patient specific issue (i.e. Inadequate oral hygiene and poor bone density) or improper techniques used during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.